Event description:
It was reported that the product failed during use. No light. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "failed during use, no light" was not confirmed and further defects were detected. Blade damaged adhesive points on camera head worn housing damaged cover worn cover coating detached image quality not ok leaking temperature indicator has responded the device passed quality control at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the defects found is wear of the adhesive on the tip of the c-mac blade, caused by wear during use and the reprocessing process. During reprocessing, temperatures were reached that exceeded the device specifications and further damaged the adhesive. The damage to the adhesive allowed moisture to penetrate the product, affecting the electronics. This impairment may also have caused the light to fail intermittently. For this reason, it can be assumed that an operating error led to the damaged electronics. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).